Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received blank display with cracked and bleeding lcd glass. Pump was cut open to perform visual inspection and found cracked and bleeding lcd glass and cracked u6 on the pcba 2. Swapping out test boards confirms blank display is isolated to pcba 2. Also swapping out test boards confirms flashing white display is isolated to lcd board. Peeled off the lcd foam tape and found cracked lcd controller during the visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and missing serial number label. Pump received with cracked and bleeding lcd glass. Blank display due to cracked u6 on the pcba 2. Flashing white display due to cracked lcd controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.